Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went to see their dentist who informed them that the aligners were causing issues with their bite. They were told to stop treatment. Patient had no formal documentation the information was verbally given to them by their dentist following a regular check up. Right side of their teeth no longer touch and the tooth to the left of the two front teeth has been warned down due to contact with upper teeth. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.